Event description:
Member has reported experiencing a flare up of psoriasis on her head that is discomforting, itchy and scaly patches. Stated will speak to dermatologist about it. Date of event was not specified. Event is ongoing. (B)(6).